Event description:
It was reported that the ventilator would not power on. The ventilator was not in use on a patient at the time of the event occurred.

Manufacturer narrative:
Attempts have been made to try to obtain the repair information but could not reach the customer. The service history record for this device was reviewed for similar symptoms. No relevant symptoms were found in the device service history record. No customer call back relevant to this report and no part was returned for failure investigation. The action(s) recommended by pse corresponds with accepted service practices for the symptom(s) generated by the device.